Event description:
Per the clinic, the patient experienced intermittent sound and reduced sound quality. Open circuits were noted on sixteen electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.